Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable hdl-cholesterol (hdl) results on their c702 analyzer. The customer stated the event occurred on the same module, but with different reagent kits. The customer provided data for three patients, two of which had discrepant results that were reported outside the laboratory. Repeat testing was performed and accepted on (B)(6) 2014. The first patient's sample was drawn on (B)(6) 2014 and then tested on (B)(6) 2014. The initial hdl result was 105 mg/dl. The repeat result was 55 mg/dl. On (B)(6) 2014, the second patient, a male patient born in (B)(6), had an initial hdl result of 102 mg/dl. The repeat result was 37 mg/dl. There were no adverse events. The hdl reagent lot number was 689984. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. As the calibration and quality control data was good, a reagent problem was ruled out. No further events have been observed.